Event description:
The customer reported that during a routine check on the unit prior to use on a patient, the unit's "up-arrow" key for reference line would not work. The patient was switched to another unit and therapy was continued. No patient injury was reported.